Event description:
Procedure performed: kidney transplant. Event description: the professor [name] of medical center used the device for the kidney transplant. The vinyl part of the product was torn. There was no health change. The surgery was replaced with a new device. Product is available for return. Additional information received via email 14apr2022 from applied medical operation supervisor: the tear occurred at the beginning of the processer. The nurse found that the vinyl of alexis was torn, so the ring part of the gelport did not join together with alexis. No trocars/instruments were placed directly through the gelport. The gelseal cap removed to perform anastomosis. No images are available because the torn alexis was thrown away by nurse when they found the product's flaw. Type of intervention: the surgery was replaced with a new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The alexis of the event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: kidney transplant. Event description: the professor [name] of medical center used the device for the kidney transplant. The vinyl part of the product was torn. There was no health change. The surgery was replaced with a new device. Product is available for return. Additional information received via email 14apr2022 from applied medical operation supervisor: the tear occurred at the beginning of the procesure. The nurse found that the vinyl of alexis was torn, so the ring part of the gelport did not join together with alexis. No trocars/instruments were placed directly through the gelport. The gelseal cap removed to perform anastomosis. No images are available because the torn alexis was thrown away by nurse when they found the product's flaw. Type of intervention: the surgery was replaced with a new device. Patient status: there was no problem with the patient.